Manufacturer narrative:
Mindray service representatives replaced the unit's flow meters, performed all functional and safety tests.

Event description:
Customer reported the as300 anesthesia system displayed an intermittent o2 sensor failure. No patient injury was reported.